Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 362 mg/dl and a correction bolus was delivered to lower the bg to 295 mg/dl. The customer did not know the cause of the high bg; however, reported that the pump settings may need to be adjusted due to being a new pump user. Upon follow-up, the customer reported that the high bg was resolved.